Event description:
It was reported that an ilet pump was accidentally dropped from a pocket and subsequently run over by a car, resulting in physical damage to the device; blood glucose was reported as unaffected, and the user utilizes dexcom g7. Symptoms included no adverse clinical effects. Outcomes included no impact to health or need for medical intervention. Investigation included a review of the event description and replacement logistics consistent with standard troubleshooting and education. Investigation of this case revealed external mechanical damage to the pump hardware consistent with user-inflicted impact, with a broken or cracked screen and no reported alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to external forces unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.